Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test (date performed unknown). Testing was performed with a competitor product (lucira/pfizer) (date unknown) which generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date of event is an estimation as actual event date was not provided. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
B3: the date of event is an estimation as actual event date was not provided. D9: correction - na. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test (date performed unknown). Testing was performed with a competitor product (lucira/pfizer) (date unknown) which generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.